Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Analysis revealed grommet and setscrew damage.

Event description:
It was reported the hvb setscrew was stripped and the lead would not tighten in the device port. The device was replaced. It was noted that the patient had twiddler syndrome. No patient complications have been reported as a result of this event.